Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion was noted at 11.5-15.5cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that externalized conductors were observed via a coronary angiogram. Lead was explanted and replaced.